Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the high impedance and stimulation issues were unknown. Rep reported the patient (pt) was given a program with the remaining usable leads on their visit on feb 17. Rep reported the pt would be referred for a lead revision. The information has been confirmed with the nurse.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type lead product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type lead product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that lead impedance. Lead replaced with a paddle lead 977c165 with new ipg as well. Reprogramming around impeded electrode until unable to reprogram anymore and therapy was less effective due to impedances. Leads explanted and replaced with paddle lead. The leads were discarded.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that they asked for the device. It is that facilities policy to not allow for vendors to take explanted devices and it was sent for the lab for disposal.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2022, product type lead product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2022, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jan-28: information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the implantable neurostimulator 97715 intellis adaptivestim pain displayed a message on the handset stating "desired intensities cannot be provided," which resulted in the inability to increase intensities. The issue is ongoing, and no troubleshooting was performed. The device remains implanted and in service. The manufacturer representative (rep) indicated they would send any further information as they become aware. On 2025-feb-17: additional information was received from a manufacturer representative (rep). The patient was seen in office today. They report that they had not been receiving therapy "for about a year" but had not been able to get into the office to have troubleshooting done. An impedance check showed all contacts except 13 and 15 are "do not use". The rep gave them a program using 13 and 15 which does give some paresthesia to legs and back however it seemed to be intermittent, and they were not able to increase intensity on the controller due to "desired intensities cannot be provided" message. Hcp informed of the above information.